Manufacturer narrative:
Date sent to the FDA: 09/12/2017. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic repair of a ventral hernia on (B)(6) 2012 and mesh  was implanted. On (B)(6) 2014 the patient had surgery for adhesions and pain. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 7/12/2019.